Event description:
The pump was reported to have overinfused by about 30% during preventive maintinence testing by pharmacy. Reporter stated the pump had been in long term use prior to pm testing with no report of inaccracies or other issue found with the pump.